Event description:
Customer reported a battery issue with his freestyle blood glucose meter and it would not turn on preventing him from testing. As a result, the customer stated he experienced symptoms of stomach pain, headache, dizziness and irritability. He also states he "almost lost consciousness but not fully". He reports being seen at a local health care facility, was diagnosed with hyperglycemia and was administered a glucose drink "like orange juice" which is inconsistent with his reported diagnosis and was treated with IV fluids, but does not know what medication was given with the IV. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product has been requested for investigation and a follow-up report will be submitted once results are available.